Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that on a cardiac arrest code call in the ER, the hub would not unscrew after insertion. A second io was placed successfully, however, the patient expired. The emt stated that this event did not contribute to the patient's death.

Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be performed as the lot number was unknown. No sample was returned for evaluation. Based on the available information, the complaint could not be confirmed and no root cause was determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that on a cardiac arrest code call in the ER, the hub would not unscrew after insertion. A second io was placed successfully, however, the patient expired. The emt stated that this event did not contribute to the patient's death.